Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "left implant with hardened texture and oval shape, with its longest axis verticalized, associated with pain, suggesting baker's capsular contracture 4." "Evolving a few months ago with progressive deformity, pain mainly in the left breast." The left side device. The device remains implanted.